Manufacturer narrative:
Analysis summary: part #9560524, lot #my17d001r- analysis results confirmed that the handle and the thread of the handle screw was worn. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a flex arm used for an med. It was reported that it was hard to fix the flexible arm properly. There was a patient involved in the event and there were no patient symptoms or complications as a result of the event. The patient is currently in recovery. There was no revision surgery/in- patient or prolongation of existing hospitalization/ additional surgery/ delay in overall procedure time. The pre-op diagnosis was a lumbar disc herniation. The product will not be replaced by a medtronic product. No further complications were reported/anticipated.